Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing a 20130-01 spinning spiros connected to a luer lock syringe and visible leakage internal to the 20130-01 spinning spiros. The device history review (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Though leakage can be confirmed, a probable cause cannot be identified without the return of the affected sample.

Event description:
The event occurred between (B)(6) 2020 and involved a spinning spiros closed male luer, red cap where the spiros sank and did not remain still or tilted during an infusion of doxorubicin using a 12 cc syringe resulting in a leak. There was no apparent physical defect observed on the spiros. There was patient involvement and no patient harm. This is two of two incidents.